Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company 21.0 diopter add power +2.2/+3.2 lens was explanted and replaced with a monofocal iol (intraocular lens). There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that following an intraocular lens (iol) implant procedure, the patient experienced glare and halos. The iol is planned to explant. The clinical reason for planning the explant would be dissatisfaction with presbyopic iol. Additional information received and stated that, the iol was exchanged for another lens model 12 months following the initial implant procedure